Event description:
It was reported to philips that the wireless footswitch was not staying charged and the connector pin was bent and broken on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the affected part and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).